Event description:
During use of a clip applier, it was noticed that the deployed clip "would skip to one side of jaw". The clip applier was removed and patient bleeding was managed by another method. No patient injury or adverse outcome was reported.